Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that his pump received multiple error alarms and then a blank display. His blood glucose was 106 mg/dl. He said that he accidentally jumped in the pool earlier that day with the pump. When he got out, he said that he took the reservoir and battery out. The customer mentioned that once he placed the battery back in the pump, it started to freak out. During troubleshooting, the customer was assisted with reviewing his alarm history and there were two alarms present. The alarms were explained to the customer. He said that the alarms did not occur during rewind/prime sequence. The customer was not able to run self-test and was unable to get the screen to run back to normal. During fluid exposure troubleshooting, he said that there is fluid under the lcd. He was advised to discontinue use of the insulin pump and to revert to a back-up plan per his doctor¿s orders. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify alarms due to blank display. No backlight display anomaly noted. The insulin pump had corroded motor home switch. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.